Event description:
Patient states that pump sn (B)(4) is difficult to use. The buttons are hard to push, but otherwise works okay. Patient would like a new pump. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: no, patient to send back to pharmacy. Dose or amount: veletri 14nkm; frequency: continuous; route: IV. Dates of use: (B)(6) 2015 - to present. Date of event: recently, date of onset unknown.